Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touchscreen timed off sooner than expected. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.